Manufacturer narrative:
Correction information was provided in d.10. Concomitant medical product updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced reduced vision at night and debilitating halos from all cars at night. Clinical reason for explant was reported to be patient glares to 20/40,states unable to drive at night. The iol was replaced with other company lens approximately two months after initial procedure. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (b)94).